Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was unable to perform the occlusion test due to button and keypad anomaly. The insulin pump was received with cracked battery tube threads, scratched lcd window, display window corner and missing end cap sticker.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm right after the insulin pump was exposed to moisture. The customer's blood glucose was 39 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with food. The customer stated that the insulin pump was exposed to sweat. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.